Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, during preparation, the snare loop would not open. The complainant confirmed that there were no kinks or bends along the working length of the catheter, and there were no issues with how the handle functioned. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results- catheter sheath detached from handle.

Manufacturer narrative:
(B)(4):analysis of the returned device confirmed that the snare loop could not extend. Further examination revealed a previously unknown failure mode; the catheter sheath had detached from the handle mechanism, which prevented the snare from retracting and extending as intended. A root cause for the catheter detachment and loop extension issue could not be determined.a review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.